Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. All of the keypad buttons were tested and found to be responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Unrelated to the original complaint, the pump was noted to have visible moisture in the display screen. A leak test was performed resulting in moisture leakage through the display lens. The casing was removed from the pump for investigation and revealed moisture inside the pump.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the keypad buttons were not responding. The patient reportedly wore the pump exterior to a garment and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.